Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell five of eight of automated peritoneal dialysis therapy. During troubleshooting, it was reported that there moisture was noted under the bag which was connected to the blue clamp line that led to this alarm. Renal therapy services (rts) assisted the hp to clear the alarm and remove the supplies. Rts recommended the use of manual supplies and advised the hp to contact their nurse to advise of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d4: lot#: dr24i17062 (previously submitted as dr24117062) and d4: unique identifier (UDI)#: (B)(4) (previously submitted as (B)(4). Additional information: d4: expiration date. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.